Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
In addition to what was previously alleged, litigation alleges pain, suffering and emotional distress.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI #: (B)(4).

Event description:
Medical records received. After review of medical records, the patient was revised to address pain, metal on metal wear, metallosis, osteolysis, iliopsoas bursitis and pseudotumor. Intraoperatively, there was evidence of metallosis and some tissue necrosis, iliopsoas bursal fluid collection, scar tissue and osteolysis.